Manufacturer narrative:
A ge rep has not yet evaluated the system due to customer schedule.

Event description:
Customer reported the system is displaying interlock failure messages. No pt injury was reported.